Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. It appears that on (B)(6) /2014, this patient was admitted into the hospital with a dialysis catheter that would not fully drain. The patient was sent to the emergency room where attempts were made to unblock the catheter. Attempt to unblock the catheter failed and a non-tunnel central line was inserted. Patient was discharged on hemodialysis with instructions to follow up with dialysis clinic to have peritoneal dialysis catheter in one week. There is no documentation in the medical record that shows a casual relationship between the liberty cycler and the patient's blockage issues. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. Ther is no documentation in the medical record that indicates a casual relationship between liberty cycler and the diagnosis of bacterial peritonitis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during follow-up that the patient was admitted to the hospital for catheter replacement and developed peritonitis while hospitalized. This (B)(6) male was admitted into the hospital on (B)(6) 2014 due to dialytic issues. A few weeks prior to this admission, the patient had an episode of hemoperitoneum of unclear etiology that had improved. During the previous three weeks, the patient had increased issues with fill, drain, pain and sluggish catheter performance. The previous two days, the patient was unable to fully drain. The patient's peritoneal dialysis fluid had fibrin and the peritoneal dialysis catheter was unable to be flushed. The patient was sent to the emergency room where the peritoneal dialysis catheter was not functional. The patient had a non-tunnel central line placed and admitted due to a dysfunction of peritoneal dialysis catheter which appears to have arisen from his episode of hemoperitoneum. The patient's inability to fully drain led to increased shortness of breath, increased edema and hyponatremia. He was placed on hemodialysis. The patient was also suspected of having peritonitis and a peritoneal culture obtained on (B)(6) 2014 confirmed coagulase negative staphylococcus peritonitis. Patient was discharged on hemodialysis with instructions to go to the dialysis clinic to have peritoneal dialysis catheter flushed in one week.